Manufacturer narrative:
The insulin pump was received with blank display anomaly due to moisture damage on electronics assembly. The pump was received with moisture damage on motor and vibrator motor. Unable to verify pump error alarm due to blank display. The pump was received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.